Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replace due to high threshold measurements and high out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replace due to high threshold measurements and high out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported. Additional information received indicated that there was no capture at 5v@2.0ms on this right atrial (ra) lead while connected to a pacing system analyzer (psa). The field representative discussed possible necrosis in the tissue. It was noted that the new ra lead was implanted in a different atrial location and capture was obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.